Event description:
It was reported that patient underwent total hip arthroplasty initial procedure on (B)(6) 2006. Subsequently, patient underwent revision procedure on (B)(6) 2012, allegedly due to pain. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
This complaint originated from the (B)(6) implant retrieval centre. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse events, number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01795 and 1825034-2012- 01822).